Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02, serial #: (B)(4), description:precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing pain at the implant site and a little below the spine. The patient had soreness and tightness after she was given injection into the upper incision. The physician believed that it was not device related but rather due to surgery and needing to heal.

Manufacturer narrative:
Additional information was received that the patient was prescribed second injection for pain. The physician advised that the patient needed some physical therapy and stretching to loosen muscles back up for incision site healing.

Event description:
A report was received that the patient was experiencing pain at the implant site and a little below the spine. The patient had soreness and tightness after she was given injection into the upper incision. The physician believed that it was not device related but rather due to surgery and needing to heal.